Event description:
It was reported that pump experienced malfunction with code 16 and no events occurred prior to issue. There was no adverse impact to the customer's blood glucose level. Customer reset pump with guidance from technical support, malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction appeared again, and caller acknowledged instructions.